Event description:
The ethicon 5mm clip applier failed to release the clip while attempting to occlude a blood vessel. After several attempts, the clip applier released on its own and a second device was obtained. The same problem happened with the second clip applier as well. The procedure was able to be completed without any further incident. No injury to the patient was noted.